Event description:
A peritoneal dialysis nurse (pdrn) reported that a cycler has a screen brightness problem during unknown phase of treatment. The screen was dim. Display brightness was set to 10, but still very dark. The pdrn rebooted the cycler but the screen remained dim. The technical support representative issued a replacement cycler and advised to discontinue using the machine. There was no reported patient harm or adverse event, and no medical intervention was required. Additional information was requested but not received. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.